Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0vg1k, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had their ins removed so they could have an MRI, not due to a therapy issue, but their lead wire remained implanted. It was stated that the doctor could not remove the lead wire ¿because of the way it was stitched,¿ so they left it implanted. Another healthcare professional later stated that they were told that the ¿lead is adhered to the spine.¿ no further patient complications are anticipated or expected as a result of this event.